Manufacturer narrative:
Manufacturer ref#: (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. One photo accompanied the complaint file in which the prowler microcatheter was noted to be partially outside from the introducer, and a slightly kinked condition was noted next to the ID band. No other damages were noted. An obstructed condition in the microcatheter to determine the impeded condition of the concomitant stent cannot be evaluated through photos since functional analysis must be performed. An assessment will be performed as per the conditions of the device returned. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. No CAPA activity is required based on the evidence available. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by a healthcare professional, a 4.5mmd 28mml enterprise® vascular reconstruction device (enc452800, 9185292) was impeded in the hub of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. There was no patient injury reported. Additional event information received on 29-apr-2025 indicated that they were not able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure was delayed by 3-4 minutes due to the event. The delay was not clinically significant.

Manufacturer narrative:
Manufacture ref#: (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by a healthcare professional, a 4.5mmd 28mml enterprise® vascular reconstruction device (enc452800, 9185292) was impeded in the hub of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. There was no patient injury reported. Additional event information received on 29-apr-2025 indicated that they were not able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure was delayed by 3-4 minutes due to the event. The delay was not clinically significant. The device was returned to j&j medtech for further evaluation. A non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the concomitant stent was found detached inside of hub. The stent was removed without difficulties. A lab-sample guidewire was introduced into the proximal portion of the returned microcatheter, and this was able to be advanced without noticeable resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The lab sample guide wire was able to pass through the entire length of the microcatheter without significant resistance. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damages were found on the returned microcatheter that could have contributed to the issue reported during the procedure. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.